Event description:
During a laparoscopic hysterectomy, surgeon was internally closing the cuff of the vagina with the endo stitch (ref # (B)(4)), and the v-loc suture needle broke in half with a piece of needle was inside of patient and other half was still inside the endostitch. The retained piece of needle was removed from the patient. The two pieces of the needle were confirmed to be the whole thing after removing. The vloc ref number is (B)(4) and lot # is n3c0057y. Ref report: mw5122855.